Manufacturer narrative:
Batch review performed on 19-sep-2022: lot 1902975: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. On (B)(6) 2020, the patient came in reporting pain due to a subsided stem where during the revision surgery an osteotomy of the femur to remove the stem was necessary. The surgeon used cables and revised the head and stem. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to a fractured femur. The surgeon revised the stem with a competitor stem and the surgery was completed successfully.